Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory and questioned by the physician. The sample was retested and lower result within the normal reference range which better matched the patient's clinical picture were obtained. Unknown if patient treatment was impacted by this event; however, the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The plasma sample was collected in a li heparin pst tube and centrifuged for 10 minutes at 3000rpm. All samples are aspirated from the primary collection tubes. Qc was within the customer's established ranges prior to the questioned results. A system check was performed on (B)(6) 2011 and met specifications. On (B)(6) 2011 a bec field service engineer (fse) performed a diagnostic system check which failed the washed and unwashed portions. The fse cleaned the analytical unit and the washed and precision valves. The system check was repeated and failed the washed portion. The fse replaced aspirate probe # 3 tubing. The system check was repeated and passed. High sensitivity system check passed, along with a precision run and qc. Although hardware issues were addressed, no clear root cause could be determined for this event.